Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer reported low blood glucose levels. The customer's blood glucose level ranged from 22 to 30 mg/dl. No further details were provided and nothing was replaced or returned for analysis.